Event description:
Alleged the bed has a hi/low drift. He has cleaned the drive, but there is still a slight drift.

Manufacturer narrative:
The technician found the bed's hi/low function was drifting downward at a rapid pace onto the bed frame when the hi/low down function was used. The technician replaced the hi/low drive ball screw assembly to repair the bed.